Event description:
The initial reported problem was that the rt or nurse believed that the ventilator was outputting more than the volume setting of 240 and caused a patient seizure. After the initial report, the rt stated that the patient twitched while she was sleeping. It was not a seizure. The patient had increased exhaled tidal volumes. The ventilator was set to 240ml but was exhaling 263-313. It was also reported that the patient had trouble sleeping on this ventilator. The patient was not able to relax, would have times of being jumpy, and had more secretions due to more tidal volumes while connected to the ventilator.